Event description:
Customer reported they felt the output of their vaporizer was lower than expected. There was no report of patient involvement. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested and the output was found to be outside the manufacturing specifications. During the investigation, the presence of brass contamination was found at the rotary valve/sump cover interface. This causes an effective deepening of the valve control groove leading to output deviations. Ge healthcare is continually reviewing cleanliness procedures in an effort resolve this occurrence.